Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The cus contact reported during testing at the user facility, a s321 (motor error - pmc, left) malfunction alarm code was noted in the device history. The device was returned to the biomedical department for a s321 malfunction alarm and unable to reset. No tracking info was provided; therefore, specific pt info, pump programming. Or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.